Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) of 503 mg/dl. The insulin cartridge contained a large air bubble and was approximately half full, preventing insulin delivery. The user was assisted in removing the air bubble. Upon follow-up, the user noted their bg was trending down. No medical intervention was required, and the user reported no symptoms.